Event description:
Information received from a literature article entitled "carotid stent fracture: diagnosis and management" (catheterization and cardiovascular intervention 74:273-277 2009) indicated that a male with a history of thyroidectomy and radiation therapy due to thyroid cancer had a balloon expandable palmaz genesis stent implanted in his right common carotid artery (cca) using a long sheath. The lesion was described as high grade and 90% stenosed and was observed during angiography performed nine years after radiation therapy. Discharge medications included clopidogrel for four weeks and aspirin permanently. Approximately seventeen months after implantation, the patient reported neck pain. Angiography of the cervical bones confirmed a stent fracture in two parts in the right cca. A second angiography revealed mild restenosis in the right cca and 75-80% high grade stenosis in the right internal carotid artery (ica). A lifestent (non-cordis product) was implanted with overlap within the palmaz genesis stent to cover the stent fracture. An acculink stent (non-cordis product) with a cerebral protection device was implanted in the right ica. Immediately following the procedure, a duplex sonogram confirmed normal blood flow velocity. Discharge medications included clopidogrel for four weeks and aspirin permanently. Approximately ten months after the second procedure, angiography revealed a normal lumen without restenosis or fracture in both stent regions. The patient did not report any new neurological symptoms.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.